Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service engineer was dispatched to the customer. Inspection of the device reveled stirrer motor seized solid and cold plegia pump motor was found noisy stirrer motor, distribution board and plegia pump motor were replaced subsequent functional verification testing was completed without further issues and the unit was returned to service if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (error 6) associated to the stirrer motor of patient pump during service. There was no patient involvement.

Manufacturer narrative:
H11: complaints database review pointed out that no further similar events have been submitted for this unit since its installation in (B)(6) 2017. The stirrer motor had been previously replaced in (B)(6) 2024 due to noise. Based on all the collected information, it cannot be ruled out that the most likely root cause of the event was a stuck stirrer motor due to motor bearing damaged by corrosion, that could not turn freely and led to an excessive power consumption by the unit and overcurrent generation, which reasonably damaged the distribution board. Blockage of the motor was likely favored by the environment conditions in which it works, such as condensation, high temperatures and high level of humidity.

Event description:
See initial report.